Event description:
It was reported that during a routine device check, an alert for high, out of range, pacing lead impedance, elevated capture threshold, and suspected fracture were observed. Patient was asymptomatic and non-dependent. Possible clavicular crush was observed via x-ray. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).